Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded by hospital.

Event description:
It was reported that the left long gamma nail broke. It was further reported that as a result the patient had to undergo an additional surgery to have a new femoral nail inserted.